Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to ECG "a" and ECG "b" to the front therapy electrode being cut causing wires (-5v) and (+5v) to short together in the trunk cable. The root cause for the open wire was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent adjust belt alarms.